Event description:
It was reported that the syringe modules are failing to alarm within the expected amount of time. Some taking as long as thirty (30) minutes to alarm for occlusion. This was reported to bd representatives during site visit. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause the root cause for the reported issue of an delayed occlusion alarms was not determined because no products or device logs were returned.